Manufacturer narrative:
An event regarding user error involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of provided medical records with a clinical consultant indicated: "event description: the wrong sized implant was used in my hip replacement. The ap pelvis x-ray shows bilateral press fit thas in anatomic position. They both appear to be appropriately sized and leg lengths qualitatively assessed to be equal. No evidence was presented that demonstrates inappropriate sizing of an implanted tha. Should further documentation become available I would be happy to further this investigation." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was implanted with an off-label head during a hip surgery. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The wrong sized implant was used in my hip replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The wrong sized implant was used in my hip replacement.